Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported a spill occurred between the fluid dispensing connector and c35 event description: a spill occurred at the fluid dispensing connector and c35, consistent with prior issues we¿ve seen at these connection points. Pieces that were used: ¿ 1 × 20 ml syringe ¿ lot: 5129028 ¿ 1 × 3 ml syringe ¿ lot: 5148008 ¿ 2 × n40 ¿ lot: 2501308 ¿ 2 × c35 ¿ lot: 2501507 ¿ 1 × fluid dispensing connector ¿ lot: 0061962179.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that a leakage occurred between the connector and mating device. To assist with the investigation, five locking injectors, four connectors, and the fluid dispensing device were provided for evaluation. Functional testing was performed by introducing liquid from the syringe connected to the n40-o and then through the c35-o connectors attached to the fluid dispensing connector. The liquid flowed through without any leakage at the connector interfaces. Additionally, a water pressure test was conducted. This test applies air pressure through the connections and submerges them in water to check for bubbles. No bubbles were observed, confirming that no leakage occurred. A device history review was completed for lot 2501507, and no deviations or non-conformances were identified during manufacturing that could have contributed to the reported concern. The product undergoes multiple inspections throughout the manufacturing process to ensure quality and functionality, including verification of all critical dimensions such as luer threading. Results for the reported lot were reviewed, and no issues related to the event were found. Dimensional testing was also performed on the provided samples, and all measurements met specification. Retained samples of the reported lot were also used for evaluation. All product was inspected, no damage or defects were observed on the luer threading and dimensional testing verified the product met required specification. Based on our investigation and review of device records, we were unable to identify a root cause related to the product or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.